Manufacturer narrative:
Analysis found there was no reaction when the programmer was powered on. The power supply was found damaged.

Event description:
It was reported the programmer powered off automatically and was unable to power on. The programmer was returned for repair. There was no patient involvement.